Event description:
The hosp reported that during a multi-graft bypass procedure, two aortic punches created jagged edges. The surgeon trimmed the jagged edges. The first heartstring seal did not deploy out of the delivery tube and two seals cracked while loading them into the delivery tube. The surgeon used replacement devices to complete the procedure. This report is for the first seal that cracked.